Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is making a noise.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and could not replicate the failure. The fse performed all functional and safety checks to meet factory specifications. The iabp was returned to the customer and cleared for clinical use.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit is making a noise. There was not patient harm reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).